Event description:
Reference number: (B)(4). Event occurred in united states. On (B)(6) 2025, the patient went to emergency room (ER) due to hyperglycemia. An agent spoke with the patients nurse who reported (on (B)(6) 2025) the user received an occlusion alert. The patient's high blood glucose was up to 377mg/dl and lasted for 16 hours). It was reported that the patient was hospitalized on (B)(6) 2025, where they received an insulin injection to get the patient's bg levels back within range. The patient was released from the hospital on (B)(6) 2025. It was reported that the patient had a possible kink in the tubing. The symptoms that the user experienced was feeling irritable. No further information was available.